Event description:
It was reported that on (B)(6) 2023 the patient had a stroke and developed neurologic dysfunction. A thrombectomy was performed and they were started on heparin. The patient's consciousness began to improve but on (B)(6) 2023, the patient lost consciousness again and a cerebral hemorrhage was found in their computed tomography (CT) results. The patient passed away on (B)(6) 2023. It was stated that the device was not the direct cause of death. The pump was not explanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.